Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced weight loss. As a result, the patient experienced difficulty recharging the device due to the positioning in the ipg pocket. In turn, the ipg was explanted and replaced. Therapy was effective post operatively.